Event description:
Customer reported "after completion of a chemo infusion nurse went to remove if tubing from infusion pump module. When pump door opened IV tubing had separated at the blue connection where top part of tubing attaches to stretchy part." There was no report of pt or user harm and no medical intervention reported. No add'l pt or event info provided.

Manufacturer narrative:
(B)(4). The device has been received and the eval is pending. A f/u report with failure investigation results will be submitted once the eval has been completed.